Manufacturer narrative:
Omit: a0401 - break (1069), g04037 - cover, b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,b,c,d and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. The reported syringe module was not received for investigation. Received was only the syringe front case with keypad assembly. The top layer of the keypad laminate overlay was able to be separated from the keypad assembly along specific areas (left and right sides of scrolling display cutout) on the laminate.

Event description:
It was reported that the syringe module were repaired last week and upon received customer noticed that the keypad overlay on the front case had lifted. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the syringe module were repaired last week and upon received customer noticed that the keypad overlay on the front case had lifted. There was no patient involvement.